Event description:
It was reported that ongoing malfunction alarm occurred. The customer went to the emergency room with a blood glucose level of "high" with ketones, although a specific value was not given. The customer was treated with insulin. Customer was released that same day, (B)(6) 2026, with the issue resolved and no permanent damage. The customer reverted to an alternate method insulin therapy.